Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the replacement procedure due to an unknown reason. The location of the device is unknown. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.